Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jun-2018 with the following findings: review of the black box data and the pump¿s alarm history revealed records of call service 064 motor alarm recorded on 02-jun-2018. There was not damage to the pump or the returned battery cap. The pump powered on for testing and ez-prime steps successfully completed without the occurrence of call service 064 alarm. There was no damage, defect or contamination of the pump¿ interior components. Investigation did not duplicate the alleged call service issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [064] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.